Event description:
The surgeon reports attempting to do generator replacement surgery "found a problem with the leads, that was there prior to the incision." The explanted generator and lead were discarded by the implanting facility.follow-up attempts for additional info were unsuccessful.

Manufacturer narrative:
Lead break is suspected, but did not cause or contribute to a death or serious injury.